Event description:
During percutaneous transluminal angioplasty (pta), the balloon ruptured and the tip separated. Intervention prevent permanent impairment/damage is required and has been planned. However, the method to remove the tip is unknown at this time. The product is available and will be returned for analysis.

Manufacturer narrative:
The opta pro balloon catheter is available for eval and testing. However, this device has not been received as of to date. Additional info has been requested, and will be submitted within 30 days upon receipt.